Manufacturer narrative:
(B)(4). The complaint for use error - breach in aseptic technique is confirmed due to the touch contamination described by the peritoneal dialysis nurse. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.

Event description:
This is a report from a consumer with supplemental information provided by a nurse in the USA of use error/touch contamination and peritonitis in patient coincident with dianeal pd4 ambuflex and extraneal therapies. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex, 2500 ml/6 exchanges nightly (lots not reported) and extraneal (doses, frequencies, and lots not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Initially the customer contacted baxter's technical service to request assistance with an unrelated issue. During the call, the home patient (hp) stated he has swapped bags around during therapy so that a supply bag was connected as the heater bag. During the call, the technical service representative (tsr) informed the hp that disconnecting and reconnecting bags during therapy can put him at risk for possible infection. There was no indication of patient injury or need for medical intervention at the time of the initial report. On (B)(6) 2012, baxter product surveillance (ps) followed up with the pd nurse (pdn) and received the following information. The pdn stated that the hp recently came in with peritonitis and use error "made sense", as they could not discern what had caused the infection. The pdn stated that she was most likely going to switch the hp to hemodialysis and take the hp off of pd. She did not have any further information at the time of the call, but stated that she would have more specific information when the cultures came back. On (B)(6) 2012, baxter global pharmacovigilance (gpv) followed up with the pdn and received the following information. The pdn confirmed the patient experienced bacterial peritonitis on (B)(6) 2012 and was hospitalized for the peritonitis from (B)(6) 2012. The pdn confirmed the cause of the peritonitis was a break in aseptic technique due to touch contamination (details not provided). Per the pdn, on (B)(6) 2012, the hp recovered from the peritonitis. On an unreported date in (B)(6) 2012, the hp received treatment for the peritonitis with vancomycin (dose, frequency, and lot not reported). On an unreported date in (B)(6) 2012, treatment with vancomycin ended. On an unreported date in (B)(6) 2012, the hp received treatment for the peritonitis with ampicillin (dose, frequency, and lot not reported). Per the pdn, ampicillin treatment was ongoing at the time of this report. The pdn stated, the hp was not on concomitant medications. The pdn reported the hp was not re-trained in aseptic procedures for pd therapy. On (B)(6) 2012, the hp stopped pd therapy and was started on hemodialysis due to pd failing. On (B)(6) 2012, the patient's pd catheter was removed. The pdn reported the peritonitis event was not related to baxter solutions, devices, or disposables.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.